Manufacturer narrative:
Block h6: medical device code (B)(6) captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was also noted that the trip wire was not secured in the post. The ligator head returned with four bands attached and three were moved out from their original positions and overlapped, and one was broken. Further examination was performed and the ligator head teeth were noted to be damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. The bands were moved from their original positions, overlapped and broken indicating a deployment failure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Failure to secure the trip wire can cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the fourth band was going to be deployed and when the device was suctioning the variceal lesion, the band suddenly broke. The endoscope was pulled out, and it was noticed that the bands were overlapping. The procedure was ended and no other device was used to continue with the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer, and shows that the bands were slightly moved from their positions, were overlapping and one band broke.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2022. During the procedure, the fourth band was going to be deployed and when the device was suctioning the variceal lesion, the band suddenly broke. The endoscope was pulled out, and it was noticed that the bands were overlapping. The procedure was ended and no other device was used to continue with the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer, and shows that the bands were slightly moved from their positions, were overlapping and one band broke.